Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. On (B)(6) 2023 customer alleged received sensor glucose vs. Blood glucose event. Following our receipt of the one returned used sensors and performed visual inspection and checked for physical damage and none was found (under naked eye). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed per specifications see attached file for results. In summary, customer allegation of sensor glucose vs. Blood glucose was not confirmed. Found sensor electrode with no physical/electrical damaged, submerged sensor under different levels of glucose and sensor passed with accurate readings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 38 mg/dl at the time of the emergency room visit. The customer was treated with the glucose gel. The length of hospitalization was less than a day. Troubleshooting was performed. The customer had been using the insulin pump system within 48 hours. It was also found that the auto mode feature was active at the time of the event. The significant events leading to admission were unresponsiveness and confusion. The reason for hospitalization was low blood glucose. The hospitalization treatments were IV insulin drip (intravenous insulin infusion) and glucagon. Customer also reported experiencing discrepancy between sensor glucose and blood glucose. Customer's sensor glucose value was 70 mg/dl while blood glucose value was 32 mg/dl. No further patient complications were reported. It was unknown whether the customer will continue using the device and the insulin pump will not be returned for analysis. The event involved product(s) mmt-332a, unomedical infusion set, mmt-1884 and mmt-7040a. No product return is expected for mmt-332a, unomedical infusion set, mmt-1884. The mmt-7040a will be returned for analysis.